Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that; "the tubing just coming apart during a tpn infusion." The customer reported no patient harm.

Manufacturer narrative:
The customer complaint of tubing came apart was confirmed per picture received by customer. The tubing was completely separated from the drip chamber outlet adapter port.

Manufacturer narrative:
Correction on initial report.